Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after receiving inappropriate high voltage therapy. At interrogation, an increase in the pacing impedance and episodes of oversensing were observed on the right ventricular (rv) lead. Provocation testing was performed and the device was reprogrammed to disable high voltage therapy. Then during a revision procedure, the rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.